Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the insulin pump stopped delivering insulin. The customer's blood glucose reading was 330 mg/dl at the time of incident. The customer indicated that the insulin eventually went through the tubing. Troubleshooting advised customer to call back when an actual alarm occurs to troubleshoot.